Event description:
Caller reported a problem with the cgm, specifically error 42, involving a g7 sensor. There was no adverse impact to the customer's blood glucose level. Although complete pump reset information was not fully provided by technical support, the customer had already performed the reset and resolved the issue without further errors. The caller successfully began a new sensor session.